Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis coincident with dianeal pd-2 peritoneal dialysis solution ultrabat with 1.5% dextrose therapy for peritoneal dialysis (pd). The action taken with dianeal therapy was reported as ongoing. On (B)(6) 2012, it was reported that the patient experienced peritonitis. On the same day ,the patient was hospitalized. The cause of peritonitis was unknown. On an unreported date the patient began remedial treatment with an injection of amikacin (250mg. Bid) (ip).